Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 10/18/2019, a distributor of infutronix reported a tubing leaking issue. A user facility representative emailed the distributor and stated that an administration set model hs004 lot 1904006 had medication leak during a nimbus pump infusion. 5fu was the medication being infused. Device operator was a nurse. A patient was involved but not harmed. The user facility representative confirmed she sent the set to the distributor for testing on 10/18/2019. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The reported issue could not be confirmed. The distributor reported on (B)(6)2019 that the affected set would not be returned for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00042).